Manufacturer narrative:
Device evaluation- the device was returned. The device was given functional testing; the device passed all testing. The reported issue could not be confirmed. The downstream occlusion sensor/cassette detector was replaced as a preventive measure but no problems were confirmed during testing.

Event description:
It was reported the device gave a "double beep" alarm with a cassette attached. No known adverse effects to patient.